Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating a leak in reservoir compartment of their insulin pump. The customer had a blood glucose level was 610 mg/dl at the time of the incident. The customer treated their blood glucose levels with manual injections. The customer states that the leak was located in the snap cap where the reservoir connects. The customer was sent replacement reservoirs to resolve the issue.